Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that post paced t-wave oversensing was observed on a stored egm. Patient was asymptomatic. Programming changes were made during the device check.